Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for device upgrade. During the procedure the physician noted a significant insulation abrasion on the right ventricular lead. There was abnormal function or electrical measurements noted. No interventions were reported. The patient was stable.

Manufacturer narrative:
Information received from the field indicated that the product serial number in the initial report was incorrect. The correct serial number was (B)(4).

Manufacturer narrative:
Field confirmed that the corrected serial #(B)(4) was capped and replaced on event date.

Event description:
It was confirmed that lead was capped on (B)(6) 2019.